Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging an audio tone/vibration (vibration issue) issue. It was reported that the pump was emitting a constant vibration. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 01-aug-2018 - device evaluation: the device has been returned and evaluated by product analysis on 10-jul-2018 with the following findings: during the investigation, the vibration issue was unable to be duplicated. The pump¿s vibratory function was found to work properly. The pump was opened, and no evidence of moisture or damage was observed inside the pump.